Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The customer reported complaint was confirmed/reproduced. The instrument was found to have a grip tang bent. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument was bent and hard to remove through trocar, arm locked up and flashed yellow. The procedure was completed with no reported injury.